Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose (bg) level was "high" mg/dl' although specific value was not provided. The customer administered a manual injection of insulin to address the elevated bg and reverted to an alternate method of insulin therapy.